Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17623151) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (5 mm 4 cm 155) was delivered to the lesion and inflated. However, it ruptured at approximately 4-atmosphere pressure (atm). There was no reported patient injury. Therefore, a pre dilatation was necessary for a stent implant and the saber pta balloon catheter was replaced with another non-cordis same size balloon catheter. The balloon catheter was inflated without any issue; then, a smart stent was implanted and the procedure was completed. The lesion was the right superficial femoral artery. This was a percutaneous transluminal angioplasty (pta) case. The device will not be returned for analysis as it was discarded due to the hospital¿s regulation.

Manufacturer narrative:
Additional information received indicates that the target lesion was right superficial femoral artery. The vessel level of calcification is mild. The vessel level of angulation and tortuosity is none. The device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. There is no procedural film/cd available for review. The device will not be return for evaluation as it has been discarded in the hospital because of suspicious infected disease. As reported, a 5x40mm 155cm saber rx pta balloon catheter (bc) was delivered to the lesion and inflated. However, it ruptured at approximately four (4) atmosphere pressures (atm). Therefore, a pre dilatation was necessary for a stent implant and the saber pta balloon catheter was replaced with another non-cordis same size balloon catheter. The balloon catheter was inflated without any issue; then, a smart stent was implanted and the procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery. The vessel level of calcification is mild. The vessel level of angulation and tortuosity is none. This was a percutaneous transluminal angioplasty (pta) case. The device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally as saber rx pta balloon catheter ruptured at approximately 4-atmosphere pressure (atm). There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was not returned for analysis due to the patient¿s suspicious infectious disease. A device history record (DHR) review of lot 17623151 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (mild calcification) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.